Manufacturer narrative:
(B)(4). The complaint rt212 adult inspiratory heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported via our distributor that an rt212 adult breathing circuit failed the ventilator leak test. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). Method: the complaint rt212 adult inspiratory heated breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The breathing circuit was pressure tested and visually inspected for damage. Results: no damage was found to any part of the breathing circuit kit. The pressure test revealed that the circuit was within leak specification. A lot check could not be performed as a lot date was not provided. Conclusion: we could find no fault with the circuit and therefore could not determine the cause of the leak reported by the customer. All rt212 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. If any faults are detected the whole batch is placed on hold for investigation. Our user instructions that accompany the rt212 adult inspiratory heated breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported via our distributor that an rt212 adult breathing circuit failed the ventilator leak test. This was observed before use on a patient.